Event description:
On 09 mar 2026, it was reported by an arthrex employee via email that ar-8925t k-less t-rope w/drv, syn repr, ti batch 15502038 was pulled out in its whole construct when tugging in the lateral direction to flush the oblong medial button to bone. Possibly due to catching soft tissues on the medial side by the oblong button, causing improper sitting of oblong button. This was detected during ankle fracture & syndesmosis tightrope procedure on (B)(6) 2026. No fragments retained in the patient¿s body and procedure was completed successfully.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.